Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4) initial notes: pt is calling in regard with her pump inquired what led up to the complaint. Customer response: pt was asleep critical pump error t/s per (B)(4). Customer reports they received a critical pump error image on the pump screen. What led up to the event: the pump was dropped . Inquired if any pump error(s) was displayed before the "critical pump error" image was displayed on the screen. Found: critical pump error . Adv the pump will need to be replaced. Adv to discontinue use of the pump and recommended customer refer to back up plan per hcp instructions. Adv to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: replaced the pump for the pt additional notes: pt was advised to put the pump on storage mode ship: 1 pump/return: 1 pump reason for return: critical pump error.

Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly.